Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified invalid syringe size in history. During functional testing the invalid syringe size error was found during syringe test and unable to calibrate the size sensor. A combination of broken barrel clamp guide and plastic pin on size pot caused the reported issue. The root cause of the issue could not be determined, as there was no evidence the pump was mishandled or dropped by customer. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp guide, size pot and barrel clamp screw. Performed syringe test and all functional testing which passed.

Event description:
It was reported that the pump did not recognize syringe size. No patient injury was reported.